Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and the catheter was found with a crack between the peek housing and tip transition. Inner components were exposed. Due to this finding, an x-ray of the catheter was taken and it was noticed that the t bar slightly slid down getting caught at the tip. This condition contributed to the crack between the tip and peek housing. Also this is the root cause of the deflection failure of the catheter. An internal corrective action has been opened to investigate the t bar issue. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to investigate the t bar issue.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and the bwi failure analysis lab noted the returned catheter condition of peek housing cracked with metal exposed. It was originally reported that the catheter could not be deflected as intended during the procedure. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. The user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death is remote. Therefore, this issue was assessed as not reportable. The bwi failure analysis noted on july 27, 2015 the returned catheter condition of the polyurethane (pu) cracked open at the second layer near the peak housing transition on the lumen shaft with some metal exposed. Additional clarification on this returned catheter condition was requested. It was stated that there was no information that the catheter was withdrawn from the patient with difficulty that may have caused this condition. If the peek housing has internal parts exposed, the risk to the patient is critical due to the potential of thrombus formation from exposure of internal parts of the catheter. Therefore, this lab finding is assessed as a reportable malfunction. The awareness date for this record is july 27, 2015.